Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material adhered to nozzle and the bending section cover. The foreign material could not be identified. There was no physical damage to the place where the foreign material remained. A definitive root cause for the foreign material could not be established. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instructions for use states the detection methods associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. And the prevention methods in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a foreign material in the nozzle and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.